Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date: december 21, 2020 - december 22, 2020. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a tear in the lower left front side near the edge of the bag. Functional testing was performed, and it was noted that there was a leak in the area where the tear was identified during visual inspection. A magnified visual inspection was also performed, which verified the tear/hole in the lower left near the edge in front of the bag where the leak was observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the front left lower side seam. It was further stated a little ridge could be felt in the area. This issue was identified after filling. There was no patient involvement. No additional information is available.